Event description:
Reamer broken during left hip im nail surgical procedure. Multiple fragments of reamer retrieved from surgical site. One small fragment unable to be retrieved and left after end of procedure. Removal measures taken included irrigation, suction, x-ray, and use of multiple instruments. (B)(6).